Manufacturer narrative:
The amplatzer septal occluder was received in the lab and was decontaminated. It was grossly and microscopically examined and no anomalies were found. The occluder met dimensional specifications when measured with a calibrated caliper. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.

Event description:
During a 19mm amplatzer septal occluder (aso) implant procedure the patient experienced an arrhythmia. The aso was not implanted. The patient was put on mexiletine to treat the arrhythmia and remains in the hospital under observation.